Manufacturer narrative:
One cadd legacy 1 pump was returned. The event log was reviewed and there were no disposable and high pressure messages. Functional check and visual inspection were conducted on the pump. The reported "double beep no cassette" issue was confirmed. The pump was found to be double beeping with no cassette during the investigation. Dirty fluid ingressions were found on the pump by the chassis base of the occlusion sensors. The downstream occlusion sensor and upstream occlusion sensor will be replaced to resolve the issue. The issue was caused by fluid ingressions which were user induced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed a "double beep no cassette" message. The issue was discovered during testing and there was no patient involvement.